Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the physician tried to insert a lead into the header of the implantable neurostimulator (ins) and it would not advance. The issue occurred during the procedure on (B)(6) 2016. The surgeon tried to back out the set screw and advance the lead, but it would still not insert into the header fully. There was a faulty ins and the screws were stripped. No interventions or actions were taken to resolve the issue. No surgical intervention was required and none was planned. The issue was resolved. The product was replaced by another product.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the ins setscrew was backed out too far. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion force specification = =3.0 lbs. Withdrawal specification = =2.0 lbs. Results of insertion: = 0.93 lbs = 0.94 lbs = 0.85 lbs results of withdrawal: = 0.47 lbs = 0.42 lbs = 0.55 lbs.

Event description:
Additional information received from a manufacturing representative (rep) reported that the devices were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.